Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. During additional testing the device failed test steps during testing. The device's three-way solenoid valve and the system board were replaced to correct the issues. Additionally, the front panel was found to be physically damaged and was replaced to address the issue. This issue did not affect the device's ability to deliver therapy as designed.